Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 250 mg/dl. The customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer previously called to report power error detected. Power error detected recurred within a week of troubleshooting of previous occurrence. The troubleshooting steps were provided for the power error. The customer was advised the insulin pump will need to be replaced and customer refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. Unable to download the pump, therefore cannot verify pump error 25 alarm. Problem isolated to electronic assembly.